Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. An external abrasion was noted 36.1 cm to 36.2 cm from the distal tip which breached the outer insulation. This likely contributed to the reported lead noise. The abrasion was consistent with exposure to constant friction against another implantable device. All other damage found was consistent with occurring during the explant procedure.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was stable post surgery. No additional information was available at this time.